Event description:
Legal and medical records: an attorney alleged that a (B)(6) female, who is a dental hygienist, used freeze away on what she believed was a wart on the right index finger and experienced pain, scarring and damage after use of the product. The consumer reported she used freeze away and then 10 days to two weeks later on (B)(6) 2005, she was presented with pain, swelling and redness of the finger, with decreased range of motion. She underwent I & d with the expression of blood and minimal amount of pus. She did not have fever, chills or other constitutional symptoms. On (B)(6) 2005 she was re-evaluated and found to have increased swelling, pain and erythema particularly on the dorsal surface dip joint, right index finger. She did not experience fever. She was referred to an orthopedist. On (B)(6) 2005 the orthopedist repeated the I & d procedure and expressed only liquified fat and blood. There was no swelling or streaking of the hand, she was able to fully flex and extend the mp joint and merely fully flex and extend the pip joint of the dip because of pain and swelling. She was treated with augmentin, percost, local wound care. She was followed by the orthopedist over the next several weeks ((B)(6) 2005) with gradual resolution of the event. She received an injection of kenalog to help with residual swelling and stiffness. Kenalog 1/2 cc was injected on (B)(6) 2005, and x-rays at that time showed no evidence of bony destruction, joint space loss, or no changes from the previous week's x-ray. Her medical records reflect some discussion by the md that these events may be related to (B)(4). On (B)(6) 2005, her medical records showed good use of the joint with little pain. Records indicated that she had pre-existing arthritis of the dipj(s) and that she "had a reaction to some topical material she used on her finger." On (B)(4) 2006, update: no new medical info received.